Event description:
It was reported that the patient presented for remote follow-up via melin.net with intermittent capture exhibited by the right ventricular lead. Programming interventions were made. The patient was stable.